Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that their pacemaker (pm) reached elective replacement indicator (eri). The physician believed overestimation of battery longevity occurred. There was no allegation of premature battery depletion. The physician elected to explant and replace the pm. The patient condition was stable.

Manufacturer narrative:
The reported event of incorrect measurement could not be confirmed. As received, the device was at elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics except for device being at elective replacement indicator level due to normal usage. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion.

Manufacturer narrative:
Previously reported h6 conclusion code as conclusion not yet available when it should have been no problem detected